Event description:
Revision surgery 11 months post op due to psoas muscle pain. The cup, the liner and the ball head were removed. The cup was found well integrated. Reference MFR # 3005180920-2013-00078.